Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient presented acutely with thrombus noted in the left anterior descending (lad) and diagonal (diag) arteries. A non-bsc thrombectomy device was used to clean out the thrombus. A 3.5x28mm taxus express2 drug eluting stent (des) was deployed at 14-16 atmospheres (atms) in the proximal to mid portion of the lad and a 3.0x8mm taxus express2 des deployed at 14-16 atms in the diag artery. Both taxus express2 devices were postdilated with an unknown type balloon. Two days later, while still in the hospital, the patient had chest pain and st-elevation. The patient was on aspirin, plavix, and heparin. The lad was found to be "closed and clotted at origin". The physician inserted an unknown type guidewire, and dilated the lesion with an unknown balloon to re-establish "some minimal flow". The patient was sent to emergency bypass surgery. There have been no additional complications reported with the patient's current condition listed as "ok". Additional information has been requested, but not received.